Event description:
It was reported that a user experienced hyperglycemia with glucose measured at 222 mg/dl after a full supply change and without a meal announcement since lunch and sought confirmation that insulin delivery was occurring on the ilet. Customer care provided support that included remote troubleshooting, reconnection, and user confirmation of no leakage at the device or infusion site. Investigation of this case revealed no device alarms, confirmed insulin dosing activity, and no evidence of leakage or occlusion, with glucose trending slightly down to 217 mg/dl by call end. No clinical symptoms associated with hyperglycemia reported. Outcomes included continued device use with guidance without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.